Manufacturer narrative:
A revision procedure was performed, during which this lv lead was successfully repositioned and left in service. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was found to be dislodged one day after being implanted.